Event description:
It was reported that an ilet device housing split open, exposing internal components, and the user requested next steps for replacement. Symptoms included no reported adverse health effects. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included collection of device history and complaint details, and arrangements for device return and replacement logistics. Investigation of this case revealed a device housing integrity issue consistent with a cracked or delaminated screen or enclosure. It was concluded that the device experienced a mechanical failure of the external housing; a determination of root cause was not established based on available information.